Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the entire bd insyte¿ autoguard¿ bc shielded IV catheter was pulled out with the needle during use when the retraction button was pressed. Bleeding occurred, which was controlled with "direct pressure" and a "pressure dressing". A second catheter was used to puncture the patient, but blood poured out of the catheter hub. The following information was provided by the initial reporter: "rn stuck the patient with a 20g IV catheter. Upon insertion, I got blood flash, pushed the retract button on the needle and the entire catheter was pulled with the needle, came out of the patient. Patient began bleeding, which was controlled with direct pressure and pressure dressing. Rn stuck the patient for an IV the second time and this catheter began pouring blood out of the catheter hub, which is not supposed to happen according to products function."